Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of nausea, vomiting, fever, hypertension, covid-19, and a persistent cough, which warranted an observational admission. The definitive cause of the patient¿s serious adverse events is unknown; therefore, causality cannot be established. However, the peritoneal dialysis registered nurse (pdrn) alleges the addition of a new 6l dialysate bag caused a malfunction of the liberty select cycler which led to the instillation of air into the patient. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s serious adverse events. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the events. However, the patient was actively undergoing ccpd therapy when events occurred. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused or contributed to the serious adverse events. However, given the pdrn¿s allegation of malfunction and no established cause, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
On (B)(6) 2021, fresenius became aware this (B)(6) year-old female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2021, went to the hospital for shoulder pain and upper abdominal quadrant pain due to the presence of intraabdominal air. Follow-up documentation from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with nausea, vomiting, fever, hypertension, covid-19, and a persistent cough. The patient underwent a computed tomography (CT) scan of the chest, abdomen/pelvis, which revealed a ¿small amount¿ of free air which ¿could be¿ related dialysis, but overall is non-specific. The discharge summary does not indicate any medical intervention was needed/provided, and the patient was released the same day (<24 hours). The pdrn reported the patient went home and performed continuous ambulatory pd (capd) for 2-3 days to ensure no air was being instilled and resumed ccpd upon the arrival of the replacement liberty select cycler. The patient has recovered from the events and continues to undergo ccpd therapy utilizing the replacement cycler without issue. The definitive cause of the events is unknown; however, the pdrn expressed concern the combination of new 6l dialysate bags and the liberty select cycler caused a malfunction enabling air to enter the patient.

Event description:
On 13/sep/2021, fresenius became aware this 43-year-old female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2021, went to the hospital for shoulder pain and upper abdominal quadrant pain due to the presence of intraabdominal air. Follow-up documentation from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with nausea, vomiting, fever, hypertension, covid-19, and a persistent cough. The patient underwent a computed tomography (CT) scan of the chest, abdomen/pelvis, which revealed a ¿small amount¿ of free air which ¿could be¿ related dialysis, but overall is non-specific. The discharge summary does not indicate any medical intervention was needed/provided, and the patient was released the same day (<24 hours). The pdrn reported the patient went home and performed continuous ambulatory pd (capd) for 2-3 days to ensure no air was being instilled and resumed ccpd upon the arrival of the replacement liberty select cycler. The patient has recovered from the events and continues to undergo ccpd therapy utilizing the replacement cycler without issue. The definitive cause of the events is unknown; however, the pdrn expressed concern the combination of new 6l dialysate bags and the liberty select cycler caused a malfunction enabling air to enter the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.